Event description:
Per the clinic, the patient underwent revision surgery due to skin overgrowth at the implant site (date not reported). During the procedure, excess skin was excised and a healing cap was placed. It was reported that the site is healing well.